Manufacturer narrative:
Additional information was added to: b4, g6, h2, h6 (device problem code), h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported needle clog during injection, stated that there is no insulin flow. Consumer does not prime. Lot # is unknown. Lot #: unknown. Catalog #: 320109. Date of event: unknown. Samples: available - sending mail kit.